Event description:
Customer reported a potential biohazard when the waste container of the coulter lh 750 hematology analyzer overflows after bleach is added. The customer stated that there may be a potential for exposure from waste and requested the standard waste pickup tube be extended 3.5 cm. Operator was wearing appropriate personal protective equipment of lab coat and gloves. There was no exposure to mucous membranes or open skin lesions. No reports of death or serious injury, and no effect on operator safety as a result of this event.

Manufacturer narrative:
As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. On (B)(6) 2008, the field service engineer evaluated the analyzer and determined that the waste sensor was working correctly. The overflow was not liquid, was many bubbles after adding bleach to the waste tank. Root cause of the overflow is unknown. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.